Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, observed cracked front cover of the platform. The autopulse platform is a reusable device and was manufactured in 2010 and is 8 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of the archive data shows (ua) 02 error message occurred on (B)(6) 2018. User advisory are the clearable error messages and are designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified the gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) turned off after each defibrillation. The user had to adjust the life band and reset the device for restarting compressions. If manual CPR was performed during each restart is unknown. The doctor didn't assess the patient death was related to the device malfunction. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user should revert to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care resuscitation.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used to resuscitate a (B)(6) patient. The user placed the patient on the autopulse platform and loaded the patient in the ambulance; the patient was defibrillated 4 times in separate arrhythmic events. After each defibrillation the platform turned off and "resets" by itself. Each time the user had to adjust the life band and select the continuous mode in-order to perform the compressions. Before switching off, the device performed compressions in continuous mode, but when it switched back on the platform performed compressions in 30:2 mode. The patient was pronounced dead at the hospital emergency department by dr. (B)(6). However, the doctor stated and determined that the death was caused by other factors and not due to the device malfunction. Manual CPR was performed in the hospital where the patient's death was pronounced.